Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 154mg/dl, compared to the bg meter that was displaying 34mg/dl. The patient started to feel light headed and indicated that her daughter was afraid to make any treatment decision, so she called the emergency medical technician¿s (emts) and when the paramedics arrived, they treated the patient. The emts also advised the patient to eat peanut butter and monitor their glucose levels. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.